Event description:
Catheter placed in common bite duct in 2002. It was sutured into place. Approximately, 14 days later, the patient presented themselves with the hub of the catheter gone and the skin healing over the catheter; with the catheter being completely inside the patient's body. The catheter was unable to be retrieved and surgery was required to remove the catheter. At this time it is unknown if the hub slipped off the catheter, or if the catheter was fractured.